Event description:
A user facility reported during the surgery, that they were attempting to run infiltration using the ventx system, and the wireless radio frequency (rf) footswitches were not working. Product support instructed them to use wired footswitches, which worked properly, and they were able to complete the procedure. The patient was under general anesthesia and the surgery was extended more than 15 minutes due to the wireless footswitch problem. There was no patient injury caused by this delay.

Manufacturer narrative:
This investigation is ongoing. A plant evaluation has been initiated.

Manufacturer narrative:
Correction: h3: changed from "device problem already known, no evaluation necessary" to "other." No further details on the patient event were provided and no product was returned by the customer after follow up attempts. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for the serial/lot number. Due to the lack of information provided, no causal factors can be determined, and no conclusions can be drawn.